Event description:
It was reported that during the da vinci procedure the system endoscope became foggy. The procedure was converted to traditional open surgical techniques to finish the planned surgery prior to contacting isi for troubleshooting. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering via telephone call with the site after the procedure discovered that condensation on the camera head lens was the cause of the fogging experienced by the customer. The system was repaired by cleaning the camera head lens. The customer converted the procedure to a traditional open technique before calling technical support. Additional investigation performed by an isi product manager concluded that the site used the endoscope, while it was still wet after sterilization. Once the wet endoscope was connected to the camera, moisture condensed on the camera lens causing the endoscope to appear foggy.